Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2019, the physician tweeted ¿great femoral catheter but it still doesn¿t get the job done, had to stick femoral on patient on dapt." It is uncertain if the physician was referring to his own experience from a prior case. No further information is available.